Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2

Event description:
Patient reported left-side rupture and "leaking silicone into chest" confirmed via ultrasound. Patient later reported pain. Healthcare professional confirmed left side rupture via MRI. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported left-side rupture and "leaking silicone into chest" confirmed via ultrasound. Patient later reported pain. Healthcare professional confirmed left side rupture via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left-side rupture and "leaking silicone into chest" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the device. As per the investigation procedures wear abrasion, non penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b1, d4, d9, h3, h6.

Event description:
Patient reported left side rupture and "leaking silicone into chest" confirmed via ultrasound. Patient later reported pain. Healthcare professional confirmed left side rupture via MRI. Device has been explanted.